Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate control high was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 (submission 09/21/2012)-device evaluation: lifescan received the control solution and test strips involved with the complaint and completed device evaluation on (B)(4) 2011, respectively. Investigation did not confirm the alleged complaint with the control solution; however, the test strips failed testing. The returned test strips read above expected range with a control solution test.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k)# is k073231.